Manufacturer narrative:
It was reported that abnormal amount of water was noticed in the compressor's drainage bottle. Our field service engineer investigated the compressor mini on site. The faulty parts were located to the drainage valve and the thermoelectric cooler. Both pars were replaced. After the replacement the device passed all tests and is in working order. The drainage valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. When the valve opens, the water collected in the water separator will be transported to the drainage bottle. A failure in the drainage valve could lead to a water leakage from the compressor into the gas module that the compressor is connected to. The replaced drainage valve and the thermoelectric cooler were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that abnormal amout of water was noticed in the compressor's drainage bottle. There was no patient harm reported. Manufacturer's ref.#: (B)(4).